Event description:
It was reported that the console is out of alignment and needs service. The alignment and beam coincidence was out of tolerance. The aiming beam and treatment beam were aligned and the problem was resolved. There was no patient involved and no patient complications reported.